Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Performed service & repair functions as per (B)(4). Reviewed service history, and found no identifiable trends. Attached box label, electrical safety and vapr vue repair record. The generator was returned without complaint for upgrade. The missing dust cover was replaced. Unit was upgraded to arc detect compatibility as per the service manual. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. Further, a review into the depuy mitek complaints system revealed two dissimilar complaints for this serial number in the past. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The 225024 vapr vue generator. Shoulder arthroscopy. Impact: patient was already under anesthesia. Dr. Had to cancel the surgery. Unit not updated with tripolar. Wand would not work with the unit. Customer owned product.